Event description:
It was reported to boston scientific that a cre wireguided dilatation balloon was used during an anastomotic stricture dilatation procedure in an unknown anatomical location performed (B)(6), 2010 on a male patient over the age of 18. According to the complainant, the balloon inflated without a problem to 19mm, 4atms of pressure, the second of three labeled sizes. When the balloon was inflated to 6atms of pressure required for dilatation to the third size of 20mm, the balloon ruptured. The procedure was not completed as a result of this event as no other device was available. There were no patient complications reported as a result of this event. Additional information received reported no fragments of the balloon detached inside the patient. The patient's condition following the event was reported to be fine and it has been confirmed the patient is fine in their current state despite the procedure not being complete.

Event description:
It was reported to boston scientific that a cre wireguided dilatation balloon was used during an anastomotic stricture dilatation procedure in an unknown anatomical location performed (B)(6), 2010 on a male patient over the age of 18. According to the complainant, the balloon inflated without a problem to 19mm, 4atms of pressure, the second of three labeled sizes. When the balloon was inflated to 6atms of pressure required for dilatation to the third size of 20mm, the balloon ruptured. The procedure was not completed as a result of this event as no other device was available. There were no patient complications reported as a result of this event. Additional information received reported no fragments of the balloon detached inside the patient. The patient's condition following the event was reported to be fine and it has been confirmed the patient is fine in their current state despite the procedure not being completed.

Manufacturer narrative:
Investigation results: a review of the complaint database for lot 13097968 was completed and it was confirmed there were no previous complaints reported for this lot. A visual examination of the returned device noted there was no damage to the catheter portion of the device. The balloon portion of the device was found to be longitudinally torn. The condition of the returned complaint device was consistent with the event description that the balloon ruptured. The most probable root cause was determined to be operational context.

Manufacturer narrative:
It was confirmed the patient was over the age of 18.although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).